Event description:
It is reported that the physician inserted the stent into the patient and noticed it appeared to be longer than the 9mm that was indicated on the packaging on the box. It is reported that the stent was removed and it was measured to be 12mm long instead of 9mm. The sales rep was shown the cine images from the procedure to show that the stent was longer than the 9mm that the packaging indicated. The stent was removed without being deployed and a non-medtronic stent was used in its place. It is reported that the complaint device was accidently discarded but the product carton was made available for return. The cine images were not returned for evaluation. No device was returned; however, the product carton and pouch were returned. Lot details were confirmed from carton and pouch.

Manufacturer narrative:
(B)(4). Evaluation results: (no results available since no evaluation performed). ( none, no device returned). (Cine images not returned and stent discarded so unable to confirm complaint).